Event description:
It was reported that the patient had the inflatable penile prosthesis pump was removed due to infection. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump was removed due to infection. Boston scientific has been unable to obtain additional information regarding the circumstances. Additional information received indicated the patient was hospitalized and the physician applied antibiotics at the site of the infection. The patient outcome was reported as the patient got well.

Manufacturer narrative:
H3 device evaluation: the complaint components were returned and analyzed. The reported allegation of infection was not confirmed via product analysis, however the pump failed the inflation test. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404013, 0159210004, cxr 16cm, device impotence mechanical/hydraulic. 72404161, 0162434013, reservoir 65ml pc, device impotence mechanical/hydraulic.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump was removed due to infection. Boston scientific has been unable to obtain additional information regarding the circumstances. Additional information received indicated the patient was hospitalized and the physician applied antibiotics at the site of the infection. The patient outcome was reported as the patient got well.

Manufacturer narrative:
72404013, 0159210004, cxr 16cm, device impotence mechanical/hydraulic. 72404161, 0162434013, reservoir 65ml pc, device impotence mechanical/hydraulic.